Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with lab. Results are as follows date: (B)(6) 2013, inratio: 1.6, lab: 3.6. Therapeutic range: 2.5-3.5. Time between testing: 1 hour.